Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for eval. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. A review of the MFR record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Root cause is unable to be determined from the info provided. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant high inratio inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 2.7, lab inr: 1.6, therapeutic range: 2.0 - 3.0. The time between testing was 2.5 hours. Reportedly, the multiple drops of blood was added to the sample well in addition to the finger touching the sample well. There was no reported adverse pt sequela. There was no additional info provided.